Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t12 and l1. According to the report, one of the balloons used in surgery would not advance down the cannulas on either side. The second balloon was able to fit down both cannulas but the other "balloon would not fit down either cannula". A new kit was opened and new balloon used to complete the case. The procedure was completed successfully with the patient's status reported as "good". No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital.